Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported split and leaking at the silicone pumping segment at the bottom safety clamp fitment. No patient harm or medical intervention was reported. No further patient/event information was provided.